Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer's blood glucose level was 400 mg/dl. The caller stated that the customer was about to eat when they checked the blood glucose. They declined troubleshooting for the high blood glucose. They treated the high blood glucose with the insulin pump. The device will not be returned for analysis.